Event description:
It was reported that after this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode for an implant procedure, telemetry could not be established. Multiple programmers were used without success. Technical services recommended trying a 60/60 magnet reset and walked the representative through the process. The representative noted that troubleshooting was not effective. The device was replaced, and the procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that after this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode for an implant procedure, telemetry could not be established. Multiple programmers were used without success. Technical services recommended trying a 60/60 magnet reset and walked the representative through the process. The representative noted that troubleshooting was not effective. The device was replaced, and the procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. The current drain was measured and found to be normal. Testing of the crystal after removing power and reapplying it noted that the crystal is now oscillating. An rf wake up pulse was noted at the crystal. The device was now communicating normally with implant verification assistant. A review of diagnostic data noted a power cycle error, system errors noted excessive warm boots and corrupted data. A probable cause for the device not being able to establish telemetry could not be determined as the crystal began to operate normally following removal and reapplication of power.

Event description:
It was reported that after this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode for an implant procedure, telemetry could not be established. Multiple programmers were used without success. Technical services recommended trying a 60/60 magnet reset and walked the representative through the process. The representative noted that troubleshooting was not effective. The device was replaced, and the procedure was completed successfully. No adverse patient effects were reported.